Event description:
The customer reported a ventilator generated noise at the time of exhalation during clinical use. Additionally, during servicing it was identified that the touchscreen position was out of alignment and that flow sensor assembly was failing the oxygen-concentration test from 95 to 105 percent when it gave a value of 93.9% of oxygen. The device was in clinical use at the time the issue was discovered. The patient was transferred to another working v60 to ensure continuation of therapy. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse) who confirmed the reported issues. The fse adjusted the position of the vibration-proof ring and resolved the phenomenon, replaced the touchscreen and replaced the flow sensor assembly. The unit was functionally tested and successfully passed testing. The unit was returned to service. No other anomaly was reported.